Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery during a bolus. The blood glucose reading was 439 mg/dl. He reported that he had tried different cannula lengths, avoided scar tissue when inserting, and that the insulin was not expired or denatured and that the tubing was not bent or kinked. He did report past issues with bent cannulas. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected no delivery alarms noted. The pump properly connected to the glucose sensor simulator and no bad sensor alarms were noted. No cosmetic damage was noted.